Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient had chronic atrial fibrillation (af). The patient was shocked for atrial fibrillation (af) with rapid ventricular response. There was cross talk reported. Boston scientific technical services (ts) discussed programming options for optimization. The threshold had increased and the field representative suspected a lead issue. Upon further review, there was no capture for several episodes. The pacing impedance measurements were within acceptable range. The field representative believed there may have been a perforation as the patient was very sick and had pleural effusion. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from this patient's health care professional (hcp) indicating that there is no perforation. The patient is doing well and their system is operating appropriately. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
Additional information was received from this patient that he feels like his life has been completely disrupted by this device. He had been feeling short of breath and started new medications and also has been having a lot of atrial fibrillation (af) and flutter. He recently received two shocks and was informed these arrhythmias could fool the device into thinking therapy is needed. A boston scientific sales representative stated the device correctly identified the patient's arrhythmia; however, sustained rate duration (srd) timed out and that is why the recently reported shocks were delivered. There are no concerns with the atrial lead. Additional device reprogramming was performed and all lead diagnostics were appropriate following the changes.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received regarding a revision procedure in which the pacing/sensing portion of the rv lead was removed from service and replaced. This device was also explanted and replaced during this procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.